Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® brand sst ii advance tubes containing silica and gel there was an issue with erroneous results. It was stated the ¿customer complained with the bd sst ii of having a high number of rbc when compared to other tube brand (vacutest). Customer is concerned that the high level of rbc in the gel matrix may affect chemistry analysis.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® brand sst ii advance tubes containing silica and gel there was an issue with erroneous results. It was stated the ¿customer complained with the bd sst ii of having a high number of rbc when compared to other tube brand (vacutest). Customer is concerned that the high level of rbc in the gel matrix may affect chemistry analysis.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for high red blood cell with the incident lot was not observed. The customer and retention samples were tested and no issues relating to high red blood cell were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for high red blood cell with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.